Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported issue and replaced armrest motor cable and master compute engine board (mceb) to resolve the issue. The system was tested and verified as ready for use. The affected part armrest motor cable involved with this complaint is a field scrap item and will not be returned to isi for further investigation. A return material authorization (RMA) was issued to the customer requesting to have mceb returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted sigmoid colectomy surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated recoverable error indicating ergonomic issue occurred at startup. The customer powered off the system, cycled the breaker, and then turned the console back on, but the issue persisted. The procedure was completing as planned with no reported injury.